Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr4069 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "guidewire threaded into patients skin and had to be removed by physician."